Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: usage problem identified. The most probable cause is the shelf life / expiration date was exceeded. The event can be prevented by following the instructions for use which state: do not use the thunderbeat instrument if the ¿use by¿ date printed on the sterile pack has passed. Otherwise, inflammation of tissue and infection may result. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the thunderbeat to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that a use of expired product was found. There was no patient harm.